Event description:
As the surgeon was using the articulating screwdriver by smith and nephew the potion of the instrument which passes through the joint fell apart. All pieces were visualized and retrieved at that time. The surgeon was using fluoroscopy during the procedure and did visualize by fluoroscopy that no piece was in the patient. The screw driver is a smith and nephew instrument 71665014, set screw driver (B)(4).